Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, serial: unknown, batch: unknown.

Event description:
It was reported that the patient still experienced neurogenic claudication symptoms which included pain, tingling, cramping, weakness, and heaviness of the legs. The patient underwent an explant procedure to remove both implanted devices and went on to have a laminectomy. The patient is doing well post-explant procedure.